Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A risk manager reported a patient who underwent lasik treatment of the left eye. Two days following treatment a treatment error was discovered resulting in an overcorrection. Three weeks following the initial treatment an enhancement was performed. At the most recent post operative visit the patient was improving but did not return for the scheduled follow up appointment.

Manufacturer narrative:
Logfile review for the day of treatment confirmed that the treatment plan for left eye with the refraction : sphere-3.25 d cylinder -0.50 d axis150 was performed. The system performed the treatments according to the planned refraction that were entered by the user into system. A technical root cause could be excluded. The root cause is that the wrong refraction entered in system by the user. The root cause is user error. The manufacturer internal reference number is: (B)(4).